Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a rash that turned into a water blister under the right-electrode. There was no alleged device malfunction contributing to the irritation. The patient is an rn and treated the irritation with neosporin and a band-aid. Follow up indicated that the patient's skin irritation improved.